Manufacturer narrative:
Insulin pump received with intermittent button response due to corroded keypad traces. No battery out limit alarm noted. All operating currents are within specification. Off no power alarm function properly and passed self test. Insulin pump received with cracked reservoir tube lip, cracked battery tube threads, minor scratches on lcd window and scratched reservoir tube window.

Event description:
It was reported that the customer received a button error alarm on his insulin pump. The customer did not recall any significant events leading up to the alarm. He had reverted to a back-up treatment plan of manual injection. The customer's blood glucose level was 81 mg/dl. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.